Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported feeling pain at their penis since increasing the amplitude about 4-6 weeks ago. Patient stated they were instructed by their managing hcp's office to go through every program for the next 72 hours and track their symptoms. Patient said they were instructed to do this in an attempt to managing ongoing urinary incontinence symptoms that have been present ever since patient had ins implanted. The patient mentioned they did already turn the therapy back down but weren't sure how to proceed. The patient also said they weren't sure at what pace they were to go through all programs in 72 hours. The agent suggested patient contact with the managing hcp's office for clarity. The patient mentioned historical information on the call, including that there was difficulty with getting device implanted "the first time" that required the patient be sedated and taken to an or because of severe pain they experienced..